Manufacturer narrative:
In response to FDA report number: mw5113308 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of respiratory disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: respiratory disorder, silicone migration, and rupture.

Event description:
Patient reported via sus voluntary event report, left side, "diagnosed with interstitial lung disease related to silicone exposure; 2021 confirmed breast implant rupture." Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The event of "interstitial lung disease related to silicone exposure" has been deemed as not device related. Device has been explanted.